Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and attempted to download reader data while in the test fixture. Therefore, issue is not confirmed to use due to damaged usb port. This also serves as a correction report. Section h10(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the casing is broken on the adc blood glucose meter and additionally reported she experienced dizziness and a loss of consciousness. Customer received treatment of orange juice provided by a non-healthcare professional (son). Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the casing is broken on the adc blood glucose meter and additionally reported she experienced dizziness and a loss of consciousness. Customer received treatment of orange juice provided by a non-healthcare professional (son). Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.